Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pfa procedure, a faradrive steerable sheath clear was selected for use. Blood was reported to have been leaking back out of hemostatic valve while the catheter was inserted. The catheter was attempted to be re-inserted, but the reported issue still persisted. The sheath was replaced, and the procedure was completed successfully without patient complications. The sheath is not expected to be returned as it was retained by the customer.